Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to an issue while using CPAP, bipap, and mechanical ventilator devices. The patient alleges the device was not working properly, and allegedly observed black particles/specs in the humidifier and in the "hose connector". The patient alleges coughing, "stuff in her mouth" described as a black spec stuck to her tongue, and stated previously went to the doctor and found nodules and lesions on her lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.